Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the battery was bad and needed replacement. Once the battery was replaced, the system then passed the system checkout and was found to be fully functional. Analysis on the returned battery resulted in an electrical failure being found through function testing and visual/physical examination. Analysis stated that the battery was connected to a known good uninterruptible power supply (ups) and allowed to fully charge before testing. With a load applied consisting of a 500w lamp and under battery power, the ups shut down within 15 seconds. The battery was determined that it won't hold a charge. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that when the power cable is disconnected from the wall, the system will automatically power down. There was no patient present when this issue was identified.